Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller with information on how to reset the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears.